Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The field service engineer noticed that the emergency ventilation apl valve was open. After activating the emergency ventilation, either during patient case or test, the emergency ventilation, the apl valve must be set to minimum before restarting the system and resuming normal ventilation or starting a new patient case to avoid that a possible leakage from the emergency apl interfere with the apl/peep valve setting. It cannot be excluded that this may have contributed to the reported issue. No parts except for the water trap was replaced. Several successful system check outs were performed and the anesthesia system was returned for clinical use. Date of event was not received. The event log shows that there are a few alarms for high airway pressure during the last treatment period and the technical log has two technical error codes logged on older dates, one indicating that the measured airway pressure in manual mode is higher than set and one indicating a pressure transducer error. Since the date of event was not given, it cannot be confirmed if these alarms are relevant for the actual case when there was issues with incorrect delivered volumes. All system checkouts that are covered in the logs have been successful. We have not been able to confirm if the above findings were the actual cause of the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia workstation did not deliver set volumes. Alarms for high airway pressure were generated. There was no patient harm reported. Manufacturer´s ref #: (B)(4).